Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One physical sample and one photo were received for investigation. Both the sample and photo were inspected, and the reported condition was not observed. Based on all available information, the root cause of the reported condition could not be determined. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a polyurethane feeding tube that was inserted (B)(6) became stiff and broke within 24 hours. The location of the break is near the tip. It did not fully separate.

Manufacturer narrative:
Per the reporter, the initial item code provided (461412e) was incorrect. The correct item code is 460802e. As a result, the model/catalog number, brand name, and unique identifier (UDI) # have been corrected.